Event description:
Customer reported discrepancies with parallel testing for echo validation. Patient samples, some with a history of antibodies, resulted as negative with antibody screen testing performed on the echo, and were positive with tube testing with peg. Customer stated the antibodies involved were anti-c,-e, -e, -fya and -s.

Manufacturer narrative:
Customer stated there was no additional specimen to send for in house testing. It is not possible to rule out the sample as a cause of the event.